Event description:
It was reported that the customers daughter said the device "caught fire", while it was plugged in while recharging and was requesting a replacement. Investigation and follow-up with the customer confirmed there was no device related - fire. The customer confirmed the device experienced extreme heat while it was recharging, and noted the charging cord melted into the charging port of the device. The customer reported burning his finger when he attempted to unplug the devices. No medical intervention or treatment were required related to the event. The customer was sent a replacement, and the customer reported the physical device is expected to be returned to insulet for investigation. Insulet will reassess this case if new information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.